Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation, therefore, an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum infusion pumps would not wirelessly connect to the customer's sever. Some of the described pumps were said to have been on a pt during use (ICU and labor and delivery) while this issue occurred. Any pt injury is unk at this time.